Manufacturer narrative:
Correction to d6b - date of explant: (B)(6) 2026.

Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient did not charge the ipg for a year as they did not like charging. Ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 where the ipg was replaced to address the issue.